Manufacturer narrative:
A sample device was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) that was exchanged due to blurred vision, halos, and visual disturbance. Additional information was requested. There are two medical device reports associated with this event. This report is associated with the patient's first eye that was implanted.

Manufacturer narrative:
(B)(4).

Event description:
In a follow up, the reporter indicated that the patient was unhappy and the event resolved.

Manufacturer narrative:
Investigation indicates that a non-qualified ocular viscoelastic device was used during the lens implantation. The manufacturer internal reference number is: (B)(4).